Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they experiencing hyperglycemia. Blood glucose at the time of incident was 409 mg/dl and treated with bolus. Customer stated that they were getting insulin flow blocked alarm during fill and found reservoir occluded. It was unknown that if insulin pump was on auto mode. Insulin pump will not be returned for analysis and reservoir will be returned for analysis.